Event description:
Pt reports surging through security gate and burning at ipg site when security wand is over ipg. No report of device explantation. A follow-up report will be sent if additional information is received.